Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the tip of the double-lumen being dual and bend upward angle. The tip of the double lumen was not going in properly and after looking at the catheter we saw that there was an issue with the tip.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos of a bent dilator tip for evaluation. The customer reported issue of the dilator being damaged was confirmed by review of the customer supplied photos. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the tip of the double-lumen being dual and bend upward angle. The tip of the double lumen was not going in properly and after looking at the catheter we saw that there was an issue with the tip.